Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000162. Product ID: bi71000163. A manufacturer representative went to the site to service the system. The manufacturer representative confirmed the issue was caused by battery failure. Battery trays 1-8 were replaced. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported the battery indicator on the image acquisition system (ias) was showing as red. This issue was noted outside of a procedure, and there was no patient involvement.